Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The unit of measure was provided as pmol/l.

Event description:
There was an allegation of a questionable ft4 result from the cobas e 801 analytical unit. The initial ft4 result was >100. It was requested but not known if the questionable result was reported outside of the laboratory. On (B)(6) 2023, the clinical scientist questioned the result and the sample was repeated. The repeat ft4 result was 14. No unit of measure was provided. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.